Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tnl) result form a single patient sample that was generated by the access 2 instrument. A patient sample was tested for accu tnl and a result of 0.68ng/ml was obtained. The accu tnl result was not reported out of the lab. The original sample was retested for accu tnl and the repeated result was 0.00ng/ml. The customer did not receive any report of patient injury, requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.

Manufacturer narrative:
A field service engineer (fse) was at the customer's lab on 08/01/2006 and verified the instrument. System check performed on 08/08/2006 was within specifications. A field applications specialist was requested to review pre-analytical sample handling with the customer. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.